Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as no tortuosity, moderately calcification, and small in diameter iliac vessel, 7.5mm in diameter. The aortic neck angulation was 25 degrees anterior. Aortic neck was 10 mm in length. It was reported that the bifurcated stent graft was correctly placed, partially deployed and the iliac limb was also placed and then deployed. The physician removed the contra iliac limb was also placed and then deployed. The physician removed the contra iliac delivery catheter without issue however, he experienced difficulties during the removal of the bifurcated stent graft catheter due to the calcification and small in diameter vessel. Upon removal of the delivery catheter part of the iliac intima and part of the artery between the common iliac and the external iliac artery came out with the delivery catheter. The physician surgically sewed an 8 mm dacron graft to reconnect the common iliac to the external iliac and performed a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Eval results: arterial trauma/dissection/perforation; moderately calcification, and small in diameter iliac vessel, 7.5 mm in diameter. Conclusions: moderately calcification, and small in diameter iliac vessel, 7.5 mm in diameter.